Event description:
It was reported that the patient underwent a surgical procedure to explant this ambicor inflatable penile prosthesis (ipp) for unspecified reasons. All components of the existing ipp were explanted and replaced with a new ambicor ipp. Additional information was received. Pump was not working.